Event description:
Alleged the bed has no head hi/low function. While attempting to isolate the issue, the facility switched the head hi/low and foot hi/low motor ports and the head hi/low ran down unintentionally.

Manufacturer narrative:
The facility has not completed repairs.